Manufacturer narrative:
Investigation summary: based on device analysis, the reported pump inflation issue was confirmed. The pump failed the deflation and activation tests. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the inflatable penile prosthesis (ipp) momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the deflation and activation tests. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate. The pump would squeeze and refill, but saline would flow in and out of cylinders and not stay. According to the physician, the device has never inflated since date of surgery. A surgical procedure was performed to remove and replace the pump. No further patient complications were reported in relation to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate. The pump would squeeze and refill, but saline would flow in and out of cylinders and not stay. According to the physician, the device has never inflated since date of surgery. A surgical procedure was performed to remove and replace the pump. No further patient complications were reported in relation to this event.